Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up when post-paced t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.